Event description:
Unit has no power. Sent out transformer under nc (B)(4). No alleged injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model irc5p, serial number/date code (B)(4) is approximately 1 year 4 months old. The owner's manual part number 1143482 rev e (nov-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the irc5p concentrator had no power. This unit is utilized by a nursing home but the dealer stated that he supplies the nursing homes that he services with several back up units so the end user has a unit readily available if needed. Dealer has ordered a transformer on (B)(4). No injury alleged.